Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 165 mg/dl. The customer stated cracks on the lcd screen and cracks on right upper and lower corner of lcd screen, hairline crack I n battery compartment and parts of insulin pump chipping away where clip is at. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip. No cracks noted on display window or lcd glass.